Event description:
It was reported that temperature alarm occurred on pump while pump was charging and standard charging supplies were being used, and pump had not been exposed to extreme temperatures. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, pump replacement was arranged, customer was instructed to place pump in storage mode, reenter pump settings and reconnect continuous glucose monitor on replacement pump, and return problematic pump using prepaid label, and customer acknowledged all instructions.